Manufacturer narrative:
The DHR review confirmed the device passed all manufacturing specifications prior to release. The log review confirmed the ilet operating to specification, reacting to bg levels and triggering alerts. The cause for this event is associated with the bent cannula leading to prolonged hyperglycemia.

Event description:
On (B)(6) 2025, the patient was hospitalized due to persistent hyperglycemia, with blood glucose (bg) reportedly >400 mg/dl for several days. Bg on arrival was 689 mg/dl. The patient was treated with IV insulin while in the hospital, and bg at the time of discharge around 5:00 am was 468 mg/dl. On (B)(6) 2025, the patient contacted customer support to report continued bg readings >400 mg/dl following discharge. The patient subsequently changed his infusion set and supplies and noted a bent cannula and wet adhesive. On 12-apr-2025, a follow-up call confirmed that the patient's bgs had returned to range following the supply change.